Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was a lead impedance out of range alert, and the impedance trend on the rv (right ventricular) pacing lead was rising. There was gradually rising impedance from 898 ohms to 4047 ohms. During the week of 05jun2014, rv pacing impedance measured 4047 ohms, up from 1406 ohms the week previous. An rv lead integrity warning occurred 30may2014 for lead failure predictor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead implanted: 2003 (B)(6); 4193 lead implanted: 2003 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance and there were stored non-sustained ventricular tachycardia (nsvt) episodes which showed noise on the lead. Fracture was suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.